Event description:
The husband of a female pt contacted lifecor customer support to report that the new replacement battery was giving the "battery pack fault" led when on the charger. He reported her other battery pack still appears to be charging fine. A replacement battery pack was provided to the pt.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the battery fault lights was an open connection within the battery pack. The white wire from j3 pin 1 to the battery cells was broken resulting in the open connection. The root cause of the open connection was likely a mfg defect caused by strain on the wire during assembly. Physical damage to the plastic battery enclosure was also noted. The plastic end cap of the battery enclosure was broken and partially torn away from the pack. The physical damage was not likely related to the open connection. The damaged wire will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.